Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The returned device indicated lock-up in an integrated circuit. Performance data collected from the device was received and analyzed. Battery voltage: approximately 80 millivolt drop followed by a recovery coinciding with an interrogation. Current battery voltage is 2.89 volts. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device measured differing battery voltage. The battery voltage was 2.81 volts a month prior, and now it measured 2.89 volts. The clinician was very upset and felt that the device was unreliable. There was also an alert for high, out of range impedance noted for the right ventricular (rv) lead, however, there was no rv lead connected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.